Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: ¿ are there any photos of the foreign matter or the device available? Unfortunately, no photo was taken. And product was not retained. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. The product was opened in the theatre, upon removal from the pack a contamination was noted on the device. The contaminate was similar in size, shape and color to human hair or eyelash. The product was removed from the sterile field. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # : (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are there any photos of the foreign matter or the device available? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.